Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8598a, serial# (B)(4) implanted: 2013 (B)(6), product type catheter product ID 8709sc, serial# (B)(4) implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient had a catheter revision on (B)(6) 2013. It was the third revision as the catheter kept on slipping out. The patient was ¿in a lot of pain" and could not get to the physician¿s office as she did not have transportation. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported the patient experienced increased pain. The issue is the catheter was ¿not staying in place.¿ a revision was done and the catheter was moved ¿up levels.¿ saline was placed in the pump.

Manufacturer narrative:
(B)(4)